Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving fentanyl (500 mcg/ml) at 99.92 mcg/day and bupivacaine (15 mg/ml) at 2.998 mg/day via an implantable pump for spinal pain. On (B)(6) 2016 the expected residual volume was 29.5 ml, but the actual residual volume was 18.7 ml. The patient experienced periodic numbness, mainly in the right foot and leg. The symptoms were considered sudden and seemed to have started around the time of the patient's previous refill. On (B)(6) 2016 the patient had 5 episodes of periodic numbness. The volumes were checked again on (B)(6) 2016 and the expected residual volume was 35.5 ml, but the actual residual volume of 28 ml was less than what they expected. The patient has low blood pressure of 104/60, which is unusual for this patient. The healthcare provider felt that the low blood pressure was likely drug related. The plan was to replace the pump on monday (B)(6) 2016.

Manufacturer narrative:
Conclusion code updated .

Manufacturer narrative:
Only the pump was received for analysis. As received pump reservoir was empty and left in simple continuous infusion mode with pa dosing active. Pump logs gathered with no anomalies to note. During (B)(4) testing, the pump was found to be over infusing by more than (B)(4) at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate (B)(4) code for over infusion. This pump will be further evaluated by engineering using 3-d computer tomography (CT) scanning of the pump head compartment, video, or other characterization/investigation testing . The pe record will be closed at this time and re-opened to add the results of this other characterization/investigation testing and any additional analysis findings per the next steps defined in the deviation.

Event description:
Additional information was received from a manufacturing representative, health care provider (hcp), and consumer. The indication for the pump being implanted was lumbar spondylosis. The catheter entry level was t12/l1, catheter tip level was t9, and the pump at implanted in the right abdomen with the catheter access port at 2 o'clock. The patient stated there was probable overinfusion. Two months ago (from (B)(6) 2016), the patient started noticing issues. The patient had 6 episodes, each which lasted approximately 1.5 hours where he noticed symptoms of dizziness, and right leg weakness. On 2 occasions, he had to call emergency medical services because he could not lift his right leg. The symptoms resolved on their own. The hcp was concerned about overinfusion. The patient was filled two weeks ago (from (B)(6) 2016), and when he came in last thursday (from (B)(6) 2016) to check volumes, they told him he was getting 4x as much medicine as what was expected. There were no known environmental, external, or patient factors to be noted that may have led or contributed to the issue. The patient's pump was replaced on (B)(6) 2016. Upon opening the pocket, the catheter was aspirated and also flushed with saline (no issues were found). The catheter had good flow and aspirated easily. The issue was resolved. The patient's status was "alive - no injury." It was noted that as of (B)(6) 2016, the system was delivering fentanyl 400.0 mcg/ml at 100.02 mcg/day and bupivacaine 25.0 mg/ml at 6.252 mg/day. On (B)(6) 2016, the dosing/concentration were adjusted to fentanyl (500 mcg/ ml) at 99.92 mcg/day and bupivacaine (15 mg/ml) at 2.998 mg/day. There were also a number of historical dosing/concentration changes that took place prior to this event. It was also noted that the patient was prescribed vicodin to be used as needed on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.